Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with heavy tortuosity, heavy calcification and 90% stenosis in the mid superficial femoral artery (sfa). Pre-dilatation was performed with a 7 mm balloon to 16 atmospheres. The supera was advanced without resistance to the target lesion and successfully deployed; however, during deployment the tip dislodged and remained in the sfa. A snare device was used to catch and remove the tip from the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported tip detachment.